Manufacturer narrative:
The pusher and introducer were the only components returned for evaluation. The investigation found the implant had separated from the pusher with no signs of activation on the heater coil. The implant was not available to verify the reported complaint. The monofilament profiles a tensile/stretched tail shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The investigation is unable to determine the cause of the reported complaint due to the missing implant.

Manufacturer narrative:
H11 - corrections. (C) (g4) - this is not a combination product.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for evaluation.

Event description:
It was reported that the deployed vascular embolization implant appeared shorter than expected. There was no report of patient injury or additional intervention.